Manufacturer narrative:
The insulin pump had unresponsive button then button error alarm due to corroded keypad trace. No moisture damage found on electronic assembly and motor. The back light functioned properly. No back light anomaly noted. It was also received with a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after it was exposed to moisture. The customer explained that he found liquid in the reservoir compartment but did not find that the reservoir leaked. Blood glucose value at the time of the alarm was 104 mg/dl. He also reported that before the button error happened he was trying to bolus and the insulin pump would not allow him to go past 3.0 units. He then changed the battery and the light came on but did not turn off for more than 10 minutes. He was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.